Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Summary device evaluation: the investigation of the returned coil system found the implant stretched/damaged and to be separated from the pusher. No indication using a detachment controller was found on the pusher's heater coil. The investigation found the pusher's monofilament with a stretched tail/tensile break shape at the tip which is consistent with the device experiencing excessive force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification. The instructions for use (IFU) identifies premature and difficult or delayed coil detachment as potential complication associated with use of the device.

Event description:
It was reported that during embolization procedure, the two coils unintentionally detached from the pusher in the microcatheter during manipulation into a large aneurysm. The physician used a snare device to removed the entire coils from the patient. The patient had several complications unrelated to the coils. The patient current status is stable. This report 1 of 2. Reference MFR. Report# 2032493-2022-00056.